Event description:
One pt sample with initial psa result 0.02 ng/ml. Same sample repeated gave result of 3.0 ng/ml. Initial result was reported, pt not adversely affected. The field service rep determined there was a problem with the probe alignment. The instrument was repaired.